Event description:
On first operation inserted screws and piece of bone from rptr's l5-s1 nerve root. She is in constant pain and must take many pain killers and sleeping pills so she can sleep. The screws are deeply embedded in her vertebrae and it would be too dangerous to remove them. She is having problems similar to pts with pedicle screws. At time of surgery, was told that the screws would be removed in 1 yr. However, screws are too deeply embedded in vertebrae to be safely removed.